Event description:
It was reported that during a lavh procedure the instrument was broken so that the instrument jaw cannot open or close. The clamp arm was broken and part fell into the pt. The clamp arm was retrieved from the pt. Case completed with same like device. No further info is available. No pt consequences.